Event description:
The initial reporter questioned high potassium (k) results for 5 patients tested on two cobas b 221 systems. The customer is questioning the results from whole blood samples run on the b 221 instruments compared to results from plasma samples run on non-roche instruments in the hospital laboratory. Arterial blood samples were obtained from the arterial line for running on the b 221 instruments. Due to the high k results, plasma samples were drawn and sent to the laboratory where the results were "normal." Refer to the attached data for the patient results. No questionable results were reported outside of the laboratory. The customer used the results from the laboratory to monitor the patient¿s condition. The k electrode lot number was 21523447. The expiration date was not provided. The electrode was installed in aug-2022.

Manufacturer narrative:
Calibration and 3 levels of qc were acceptable. It was noted that the customer ran the whole blood samples on both b 221 instruments and the results were comparable to one another. Preventive maintenance was last performed in dec-2022. On 10-feb-2023, the k electrode and the reference electrode were replaced. The investigation is ongoing.

Manufacturer narrative:
The k electrode lot number was initially provided as "21523447." The k electrode lot number should be 21522447. The investigation did not identify any relevant instrument errors around the time of the questionable results. The k electrode and reference electrode were received for investigation. The electrodes showed no signs of damage. No electrode issues were identified. Testing was performed using blood samples at the investigation site. All results were consistent except for the last sample that was run. For this last sample, a high k result was obtained and a low result was obtained for the calcium (ca) parameter. This result constellation indicates hemolysis. Testing at the investigation site was performed with whole blood samples. The k results were consistent and no discrepant results were obtained. Based on the instrument data, the instrument measured the high k results correctly. The customer used "syringe injection mode." After the customer replaced the fill port and the needle, no more issues were observed. The investigation determined the issue at the customer site was consistent with a partially blocked sample path. The presence of small clots in the sample would cause hemolysis of the sample. Hemolysis can lead to increased levels of potassium. The investigation was unable to reproduce the customer's observation. The investigation did not identify a product problem. The specific cause of the event could not be determined.